Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med orders and patient locations were not showing in pyxis. A technical support specialist dialed into the server and ran a downtime query, confirming that message processing was stuck. Services were restarted on the application server, and a subsequent downtime query showed messages were being processed. Task manager review revealed cpu usage consistently hitting 100%. The customer was contacted and advised that hospital it should review the process to determine why cpu utilization remains at maximum. The customer later confirmed the issue was resolved after working with their it team. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, patient med orders were not crossing from epic to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.